Event description:
The complainant reported that an automatic impella controller (aic) failed to function during a procedure. The motor did not run and there was no pressure. The customer had another aic onsite to utilize, no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported aic - a/c power issues has been completed. The impella device has been returned for evaluation. The cause of the optical placements signal issue was most likely due to invalid g0 gauge factor. The cause of the invalid (g0=0) gauge factor was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.